Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room for hyperglycemia. Patient¿s blood glucose (bg) levels reached 382 mg/dl while wearing the pod between 24 and 36 hours on the infusion site (back). Patient tried to bolus and then went to the emergency room. Ketones reached 5.7. Patient's treatment included insulin drip and saline to flush out the ketones. The patient was prescribed zofran for nausea. Pod was taken off at the hospital.